Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, a revision has been indicated due to unspecified mechanical complications; however, no revision has occurred to date. This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01479 / 01480).